Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the black insulation cable of the maryland bipolar forceps instrument was observed to be defective.